Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the inflation lumen. There was contrast in the balloon. There was blood in the guidewire lumen, and the balloon was loosely folded. The device was prepped with an inflation device and filled with water to test the device for inflation to rated burst pressure. The device failed to inflate to rated burst pressure as there was a pinhole at the distal markerband. Product analysis confirmed the reported event, as during functional testing the device was found to have a pinhole damage to the balloon.

Event description:
Reportable based on device analysis completed on 10apr2023. It was reported that inflation issue occurred. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, during inflation the balloon failed to inflate. The procedure was completed with another emerge balloon. No patient complications were reported. However, returned device analysis revealed a balloon pinhole.